Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pace impedances. The impedances were ranging between 1700-1900 ohms, but now are over 2000 ohms. At this time, the lv lead remains in service. The patient was brought in for further evaluation and the impedances were noted to be 1729 ohms. All other values are stable. The lead was reprogrammed and the patient is being monitored remotely. No adverse patient effects were reported.